Manufacturer narrative:
The reported complaint was confirmed. During testing of the device at the service center, the service repair technician (srt) found that the fraction of inspired oxygen (fio2) was not able to maintain the specification of being within 1.0 of the baseline reading when the inlet oxygen (o2) and air pressures were adjusted. The srt installed a new blender. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) had a failure on the balance regulator test. There was no patient involvement.